Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was rebooted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up when trying to copy images to a cd. No patient injury was reported.